Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said their ins was dead and had been for a couple of months and they were looking to have it replaced. Additional information was received on february 18th that the patient's unit died and that the patient was scheduling for replacement. Additional information was received on march 11th that confirmed that the patient had their ins replacement scheduled for march 3rd.